Event description:
It was reported that when the universal power supply was plugged into wall power, the device started smoking. The universal power supply had not been used or plugged in since it was purchased in (B)(6) 2010. No report of pt harm.

Manufacturer narrative:
Na